Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune responses") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), migraine ("migraine"), infection ("infection") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, depression, migraine, infection and fatigue outcome was unknown. The reporter considered autoimmune disorder, depression, fatigue, infection, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain,") and occipital neuralgia ("autoimmune disorder type of disorder: occipital neuralgia and swollen lymph nodes throughout body") in a 40-year-old female patient who had essure (batch no. 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight, irritable bowel syndrome, hypertension, migraine, fatigue, increased blood pressure, palpitation, diarrhea, nausea, constipation, headache, depression, mood change, dry skin, hot flashes, tendency to bruise easily, anemia, irregular periods, mitral valve prolapse, cesarean section, vulvovaginal mycotic infection, urinary tract infection and occipital neuralgia. Concomitant products included ascorbic acid;bacillus coagulans;calcium phosphate;phenazopyridine hydrochloride;vaccinium macrocarpon fruit (azo urinary tract health) from (B)(6) 2012 to (B)(6) 2018, ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) from (B)(6) 2012 to (B)(6) 2018, diphenhydramine hydrochloride (benadryl a) since (B)(6) 2012 to 2018, eupatorium perfoliatum;viscum album (azo yeast) from (B)(6) 2012 to (B)(6) 2018, fluconazole from 2013 to 2018, gabapentin from 2013 to 2018, hyoscyamine from 2005 to 2018, ibuprofen since 2012, paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2018 and progesterone since (B)(6) 2013 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower left abdominal/ cramping") and back pain ("back pain"). In (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("blood or heart disorder/condition type: excessive bleeding every month"), bacterial vulvovaginitis ("infection: vaginal, frequent bacterial and yeast"), vulvovaginal mycotic infection ("infection: vaginal, frequent bacterial and yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal discharge ("vaginal discharge") and rash ("rashes and skin condiotion"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). In 2012, the patient experienced occipital neuralgia (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches severe and incapacitating"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue") and insomnia ("hormonal changes describe: extreme mood and sleep disturbance/ insomnia"). In (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition, type: inability to keep food down, exacerbation of ibs"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In april 2017, the patient experienced mouth swelling ("swelling of the mouth"), pruritus generalised ("random bouts of intense itching and swelling all over her body"), the first episode of urticaria ("hives") and the second episode of urticaria ("rashes or skin conditions type: hives and swelling,welts,"). In (B)(6) 2017, the patient experienced mood swings ("extreme mood and sleep disturbance/ mood swings") and sleep disorder ("extreme mood and sleep disturbance"). On an unknown date, the patient experienced depression ("depression"), dermatitis contact ("allergic contact eczema of face and throat"), photophobia ("extreme sensitivity to light"), lymphadenopathy ("occipital neuralgia and swollen lymph nodes throughout body"), anaemia ("frequent anemia"), vomiting ("gastrointestinal or digestive system condition, type: inability to keep food down"), hot flush ("profound hot flashes"), the third episode of urticaria ("pain, rashes or skin conditions type: hives and swelling, welts"), skin swelling ("rashes or skin conditions type: hives and swelling, welts"), endometriosis ("endometriosis") and memory impairment ("cognition memory issues") and was found to have benign neoplasm ("benign cysts and grossly remarkable tissue changes"). The patient was treated with surgery (hysterectomy/salpingectomy (bilateral removal of fallopian tubes (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, cystitis, vaginal haemorrhage, menorrhagia, photophobia, female sexual dysfunction, bladder disorder, urinary tract disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, vomiting, irritable bowel syndrome, alopecia, weight decreased, benign neoplasm, hot flush, urinary tract infection, headache, nausea, allergy to metals, the last episode of urticaria, skin swelling, endometriosis, vaginal discharge, back pain and rash outcome was unknown, the occipital neuralgia, migraine, fatigue, mouth swelling, pruritus generalised, dermatitis contact, lymphadenopathy, mood swings, sleep disorder, insomnia, bacterial vulvovaginitis, vulvovaginal mycotic infection and memory impairment was resolving and the anaemia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, bacterial vulvovaginitis, benign neoplasm, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, irritable bowel syndrome, lymphadenopathy, memory impairment, menorrhagia, migraine, mood swings, mouth swelling, nausea, occipital neuralgia, pelvic pain, photophobia, pruritus generalised, rash, skin swelling, sleep disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight decreased, the first episode of urticaria, the second episode of urticaria and the third episode of urticaria to be related to essure. The reporter commented: current weight: 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results of essure confirmation test? Total bilateral occlusion.. Pathology test - on (B)(6) 2018: family history: mother had fibroids. Sister endometriosis. (B)(6) 2018 pathology report/surgical biopsy clinical diagnosis: pain bleeding diagnosis; uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral salpingectomy: essure coils x 2 ¿ gross diagnosis only. Cervix ¿ benign cervical transformation zone. Lower uterine segment cystic space ¿ serosal area with focal calcification blood and fibrin. Negative for atypia or malignancy. Endometrium ¿ disordered proliferative endometrium. No cytologic atypia or malignancy identified. Myometrium ¿ benign. Serosa ¿ benign serosa with minimal adhesions. Left fallopian tube ¿ benign fallopian tube with paratubal cysts. Right fallopian tube- benign fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune responses") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), migraine ("migraine"), infection ("infection") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, depression, migraine, infection and fatigue outcome was unknown. The reporter considered autoimmune disorder, depression, fatigue, infection, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic pain ('pain/pain,'), genital haemorrhage ('blood or heart disorder/condition type: excessive bleeding every month') and occipital neuralgia ('autoimmune disorder type of disorder: occipital neuralgia and swollen lymph nodes throughout body') in a 40-year-old female patient who had essure (batch no. 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight, irritable bowel syndrome, hypertension, migraine, fatigue, increased blood pressure, palpitation, diarrhea, nausea, constipation, headache, depression, mood change, dry skin, hot flashes, tendency to bruise easily, anemia, irregular periods, mitral valve prolapse, cesarean section, vulvovaginal mycotic infection, urinary tract infection and occipital neuralgia. Previously administered products included for an unreported indication: depo provera. Concomitant products included ascorbic acid;bacillus coagulans;calcium phosphate;phenazopyridine hydrochloride;vaccinium macrocarpon fruit (azo urinary tract health) from (B)(6) 2012 to (B)(6) 2018, ascorbic acid;beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) from (B)(6) 2012 to (B)(6) 2018, diphenhydramine hydrochloride (benadryl a) since (B)(6) 2012 to 2018, eupatorium perfoliatum;viscum album (azo yeast) from (B)(6) 2012 to (B)(6) 2018, fluconazole from 2013 to 2018, gabapentin from 2013 to 2018, hyoscyamine from 2005 to 2018, ibuprofen since 2012, paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2018 and progesterone since (B)(6) 2013 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower left abdominal/ cramping") and back pain ("back pain"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives and swelling, welts"), anaemia ("frequent anemia"), hot flush ("profound hot flashes"), bacterial vulvovaginitis ("infection: vaginal, frequent bacterial and yeast"), vulvovaginal mycotic infection ("infection: vaginal, frequent bacterial and yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal discharge ("vaginal discharge"), rash ("rashes and skin condition") and bacterial infection ("bacterial infection"). In (B)(6) 2012, the patient experienced occipital neuralgia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), lymphadenopathy ("occipital neuralgia and swollen lymph nodes throughout body"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2012, the patient was found to have benign neoplasm ("benign cysts and grossly remarkable tissue changes"). In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches severe and incapacitating"). In (B)(6) 2013, the patient experienced depression ("depression"), alopecia ("hair loss") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced insomnia ("hormonal changes describe: extreme mood and sleep disturbance/ insomnia"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition, type: inability to keep food down, exacerbation of ibs") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced mouth swelling ("swelling of the mouth") and pruritus generalised ("random bouts of intense itching and swelling all over her body"). In (B)(6) 2017, the patient experienced mood swings ("extreme mood and sleep disturbance/ mood swings") and sleep disorder ("extreme mood and sleep disturbance"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). On an unknown date, the patient experienced dermatitis contact ("allergic contact eczema of face and throat"), photophobia ("extreme sensitivity to light"), vomiting ("gastrointestinal or digestive system condition, type: inability to keep food down"), skin swelling ("rashes or skin conditions type: hives and swelling, welts"), memory impairment ("cognition memory issues"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: v"), swelling face ("swelling of face") and pharyngeal swelling ("swelling of throat"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy/salpingectomy (bilateral removal of fallopian tubes (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, depression, cystitis, vaginal haemorrhage, menorrhagia, photophobia, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, vomiting, irritable bowel syndrome, alopecia, weight decreased, benign neoplasm, hot flush, urinary tract infection, headache, nausea, allergy to metals, skin swelling, endometriosis, vaginal discharge, back pain, rash, anxiety, vaginal infection and bacterial infection outcome was unknown, the occipital neuralgia, migraine, fatigue, mouth swelling, pruritus generalised, urticaria, dermatitis contact, lymphadenopathy, mood swings, sleep disorder, insomnia, bacterial vulvovaginitis, vulvovaginal mycotic infection, memory impairment, swelling face and pharyngeal swelling was resolving and the anaemia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, back pain, bacterial infection, bacterial vulvovaginitis, benign neoplasm, bladder disorder, cystitis, depression, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, irritable bowel syndrome, lymphadenopathy, memory impairment, menorrhagia, migraine, mood swings, mouth swelling, nausea, occipital neuralgia, pelvic pain, pharyngeal swelling, photophobia, pruritus generalised, rash, skin swelling, sleep disorder, swelling face, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight: 110 lbs. Discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results of essure confirmation test total bilateral occlusion. Pathology test - on (B)(6) 2018: family history: mother had fibroids. Sister endometriosis. (B)(6) 2018 pathology report/surgical biopsy. Clinical diagnosis: pain bleeding. Diagnosis; uterus, cervix, bilateral fallopian tubes, hysterectomy, bilateral. Salpingectomy: essure coils x 2 ¿ gross diagnosis only. Cervix ¿ benign cervical transformation zone. Lower uterine segment cystic space ¿ serosal area with focal calcification blood and fibrin. Negative for atypia or malignancy. Endometrium ¿ disordered proliferative endometrium. No cytologic atypia or malignancy identified. Myometrium ¿ benign. Serosa ¿ benign serosa with minimal adhesions. Left fallopian tube ¿ benign fallopian tube with paratubal cysts. Right fallopian tube- benign fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and social media received: new events - swelling of the throat and face, bacterial infection, vaginal infection, anxiety, migration of essure device location of device: uterus were added. Reporter's information, patient demography, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain,") and occipital neuralgia ("autoimmune disorder type of disorder: occipital neuralgia and swollen lymph nodes throughout body") in a 40-year-old female patient who had essure (batch no: 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and irritable bowel syndrome. Concomitant products included ascorbic acid; bacillus coagulans; calcium phosphate; phenazopyridine hydrochloride; vaccinium macrocarpon fruit (azo urinary tract health) from on (B)(6) 2012 to on (B)(6) 2018, ascorbic acid; beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) from on (B)(6) 2012 to on (B)(6) 2018, diphenhydramine hydrochloride (benadryl a) since on (B)(6) 2012 to 2018, eupatorium perfoliatum;viscum album (azo yeast) from on (B)(6)2012 to on (B)(6) 2018, fluconazole from 2013 to 2018, gabapentin from 2013 to 2018, hyoscyamine from 2005 to 2018, ibuprofen since 2012, paracetamol (tylenol) from on (B)(6) 2012 to on (B)(6) 2018 and progesterone since on (B)(6) 2013 to 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower left abdominal/ cramping") and back pain ("back pain"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("blood or heart disorder/condition type: excessive bleeding every month"), bacterial vulvovaginitis ("infection: vaginal, frequent bacterial and yeast"), vulvovaginal mycotic infection ("infection: vaginal, frequent bacterial and yeast"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, frequent bacterial and yeast, uti, and bladder"), vaginal discharge ("vaginal discharge") and rash ("rashes and skin condition"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and allergy to metals ("nickel allergy"). In 2012, the patient experienced occipital neuralgia (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In september 2012, the patient experienced migraine ("migraine") and headache ("headaches severe and incapacitating"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced fatigue ("fatigue") and insomnia ("hormonal changes describe: extreme mood and sleep disturbance/ insomnia"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). In 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition, type: inability to keep food down, exacerbation of ibs"). In 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced mouth swelling ("swelling of the mouth"), pruritus generalised ("random bouts of intense itching and swelling all over her body"), the first episode of urticaria ("hives") and the second episode of urticaria ("rashes or skin conditions type: hives and swelling,welts,"). On (B)(6) 2017, the patient experienced mood swings ("extreme mood and sleep disturbance/ mood swings") and sleep disorder ("extreme mood and sleep disturbance"). On an unknown date, the patient experienced depression ("depression"), dermatitis contact ("allergic contact eczema of face and throat"), photophobia ("extreme sensitivity to light"), lymphadenopathy ("occipital neuralgia and swollen lymph nodes throughout body"), anaemia ("frequent anemia"), vomiting ("gastrointestinal or digestive system condition, type: inability to keep food down"), hot flush ("profound hot flashes"), the third episode of urticaria ("pain, rashes or skin conditions type: hives and swelling, welts"), swelling ("rashes or skin conditions type: hives and swelling, welts"), endometriosis ("endometriosis") and memory impairment ("cognition memory issues") and was found to have benign neoplasm ("benign cysts and grossly remarkable tissue changes"). The patient was treated with surgery (hysterectomy/salpingectomy (bilateral removal of fallopian tubes on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression, cystitis, vaginal haemorrhage, menorrhagia, photophobia, female sexual dysfunction, bladder disorder, urinary tract disorder, genital haemorrhage, dysmenorrhoea, dyspareunia, vomiting, irritable bowel syndrome, alopecia, weight decreased, benign neoplasm, hot flush, urinary tract infection, headache, nausea, allergy to metals, the last episode of urticaria, swelling, endometriosis, vaginal discharge, back pain and rash outcome was unknown, the occipital neuralgia, migraine, fatigue, mouth swelling, pruritus generalised, dermatitis contact, lymphadenopathy, mood swings, sleep disorder, insomnia, bacterial vulvovaginitis, vulvovaginal mycotic infection and memory impairment was resolving and the anaemia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, back pain, bacterial vulvovaginitis, benign neoplasm, bladder disorder, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, insomnia, irritable bowel syndrome, lymphadenopathy, memory impairment, menorrhagia, migraine, mood swings, mouth swelling, nausea, occipital neuralgia, pelvic pain, photophobia, pruritus generalised, rash, sleep disorder, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting, vulvovaginal mycotic infection, weight decreased, the first episode of urticaria, the second episode of urticaria and the third episode of urticaria to be related to essure. The reporter commented: current weight: 110 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results of essure confirmation test? Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Patient information was added. Indication was added. Lot number was added. New event was added abnormal bleeding (vaginal, menorrhagia), itching, swelling, hives, swelling of the mouth, throat and face, extreme sensitivity to light, apareunia, occipital neuralgia, swollen lymph nodes, bladder problems, urinary problems, excessive bleeding every month, inability to keep food down, exacerbation of ibs, hair loss, weight loss, benign cysts, extreme mood and sleep disturbance/ mood swings, insomnia, profound hot flashes, vaginal infection, bacterial infections ,yeast infection, urinary track infections, bladder infections, headaches, nausea, nickel allergy, hives, swelling, welts, endometriosis, vaginal discharge. Abdominal lower pain, back pain and rashes. Event outcome added and severity was added. Concomitant drug was added. Medical history was added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.